Event description:
It was reported that during device change out due to normal eri, an insulation abrasion was observed. Low hv lead impedance was also noted. The lead will be capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).